Manufacturer narrative:
(B)(4).

Event description:
This lv lead was discovered dislodged on (B)(6) 2018 at the three month device check, with increased impedances. The lead was explanted on (B)(6) 2018. It was not replaced because the physician could not gain access to the coronary sinus.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.